Event description:
It was reported that the patient underwent an unknown dental surgery on an unknown date and suture was used. During the surgery, the suture was broken. It was not a control release needle. There was no adverse consequence to the patient. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-04091 2210968-2024-04092.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/11/2024. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Corrected information: h6. Medical device problem code. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that one open sample of product code 683g was received for evaluation. Upon visual inspection of the returned sample, it was noted that the suture was broken in two sections. The suture pieces were examined, and the extremes were observed to be cut probably caused by a surgical instrument. As per the condition of the returned sample, the functional test could not be performed. Additionally, a photo was provided, and with a different condition than the received sample. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.